Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and quality control materials. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.4 inr, qc 2: 5.2 inr, qc 3: 5.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory, but the time/date was not set correctly. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The actual date of the event was requested but was not known. The result from one finger was 4.1 inr. The customer retested using a different finger and the result was 2.6 inr. The therapeutic range was 2.0 inr-3.0 inr and the customer tests weekly.